Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The issue was resolved by using another tandem charging cable and adapter to charge pump. Technical support decided to send goodwill charging supplies to the customer.